Event description:
A customer reported during a vitreoretinal surgery, a system message was displayed. The customer was unable to clear the system message displayed and the procedure was aborted. A sample is expected to be returned.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).